Event description:
It was reported that the device got stuck with the guidewire. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in the severely calcified target lesion. During the procedure, it was noted that the device got stuck with the non boston scientific guidewire. The catheter and the guidewire had to be removed as one unit. The devices were able to be removed outside the patient's body. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(6).